Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+5.0/093 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting. The lens was exchanged for a longer lens but the problem was not resolved. See MFR report # 2023826-2021-02351 for replacement lens. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim #(B)(4).